Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 5.5 ¿ 6.1 cm, 8.9 ¿ 9.4 cm and 10.3 -10.4 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with lead friction to another device or feature of the patient anatomy. Other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.